Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. It was noted that the patient has a persistent superior vena cava. The device remains in use. No additional adverse patient effects were reported. Additional information was requested. This investigation will be updated when further information becomes available. Additional information received indicates that technical services (ts) reviewed the reports and provided their insight. Ts noted that the first shock delivery was appropriate. However, it appeared as though farfield oversensing caused additional shocks to be delivered. A right ventricular (rv) lead revision is planned for a better lead position to accommodate the patient's condition. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. It was noted that the patient has a persistent superior vena cava. The device remains in use. No additional adverse patient effects were reported. Additional information was requested. This investigation will be updated when further information becomes available. Additional information received indicates that technical services (ts) reviewed the reports and provided their insight. Ts noted that the first shock delivery was appropriate. However, it appeared as though crosstalk oversensing of atrial signals on the ventricular channel caused additional shocks to be delivered. An x-ray was performed to confirm lead placement. A lead revision is planned for a better lead position to accommodate the patient's condition. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: impact codes.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. It was noted that the patient has a persistent superior vena cava. The device remains in use. No additional adverse patient effects were reported. Additional information was requested. This investigation will be updated when further information becomes available. Additional information received indicates that technical services (ts) reviewed the reports and provided their insight. Ts noted that the first shock delivery was appropriate. However, it appeared as though crosstalk oversensing of atrial signals on the ventricular channel caused additional shocks to be delivered. An x-ray was performed to confirm lead placement. A lead revision is planned in the future for a better lead position to accommodate the patient's condition. The device remains in use. No adverse patient effects were reported.